Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/13/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: confirmed a dim pink display. Unrelated to the complaint, the battery compartment cracked in two places: near top and below bumper pad. No damage or peeling to keypad. Battery cap is damaged - threads stripped, used test cap for all steps. Contrast key is intermittently responsive. Removed the keypad and found contamination under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.